Event description:
It was reported that the rigid video scope experienced a picture defect and loose contact. The issue was found during an unknown procedure. There were no reports of patient harm, injury, or death.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and a update to the following field(s): d8, d9, h3, & h4. The device was returned to olympus for inspection and the reported failure was confirmed due to a broken video cable. Based on the results of the investigation, the most probable cause of the reported issue is cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E2, e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video scope experienced a picture defect and loose contact. The issue was found during an unknown procedure. There were no reports of patient harm, injury, or death.